Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that the device failed to deliver a shock. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer has been provided with a replacement device. Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the red energy capacitor wire was disconnected from the spade connector, designator j17. Stryker archived the device.